Event description:
Pt has gastrostomy-jejunostomy (gj) tube that is leaking at the connection site to the tube feeds. Have tried multiple adapters but have been unsuccessful in correcting the problem. Escalation continuing. Finally cardiovascular and interventional radiology (cvir) came to look at gj. Cleaned interior surface with q-tip and gj was then able to "lock" into place without leaking. Per cvir - if this does not continue to work may need to replace. These are supposed to "lock" into place with a little turn/twist of the gj adaptor but they do not always work. Presently not leaking.